Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly set up the pump's bolus settings. Blood glucose was 204 mg/dl. Reportedly, the customer adjusted the bolus settings and resumed insulin therapy.